Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: burnt lcd screen.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The device was returned for evaluation. While the product evaluation determined that the reported issue was confirmed, it could not be identified whether the need for component repair/replacement originated from an issue in the manufacturing process or due to handling at the user facility. If additional pertinent information becomes available a follow-up report will be filed.